Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon string was pulled out during removal and had to manually remove the tampon. Multiple attempts made to further obtain information regarding the usage of the product however no further information has been received.